Manufacturer narrative:
The unit passed the self test, off no power test, unexpected restart error test, displacement test and rewind test. The operating currents were in specification. The motor error alarmed during basic occlusion test and compromised force sensor system alarmed during prime/compromised force sensor system test due to a loose/protruded drive support disk. The following physical damage was noted: minor scratches on lcd window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, partially broken off battery tube threads, broken belt clip slot and loose/shifted end cap sticker.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during the fill tubing process. The patient's blood glucose at the time of incident was 100 mg/dl. Troubleshooting was initiated for the rewind and prime issue. The insulin pump was not bumped or dropped more than usual prior to the alarm, though the customer confirmed that she sometimes bumps the device. The drive support cap was sticking out. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.